Manufacturer narrative:
A ge service rep performed an onsite investigation. The system board connectors were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the system failed to boot up. There is no report of death or serious injury.